Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they did battery change and insulin pump was not turning on. The customer¿s blood glucose level was 100 mg/dl. Customer stated the display was blank less than 30 seconds and then returned. Customer stated display was blank currently and also stated insert battery alert was displayed on insulin pump screen. Troubleshooting was performed. Customer was using auto mode. The insulin pump will not be returned for analysis.